Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display and it alarmed battery out limit. Customer stated he was wearing the device, looked at the screen, and noted it was blank. He changed the battery and the device alarmed battery out limit. He didn't know his blood glucose level. Customer is calling back after receiving a new battery cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display noted and powered up properly after battery installation. The insulin pump has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. However, the insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.